Event description:
Tried advancing the device into the femoral artery. The device would not pass. Appeared to have a lip or notch on the sheath which ripped the artery. Decided not to use the device and removed it a placed another device in. We had passed dilators prior to placement of device, so adequate dilatation of the vessel had occurred. No section of the device remained inside the patient's body. The patient required the additional procedure of having a patch sewn on to the femoral artery for repair. According to the initial reporter, the only adverse effect that the patient experienced due to this occurrence was that they required the artery patching procedure.

Manufacturer narrative:
(B)(4). The investigation is in progress.